Event description:
Boston scientific received information that the right ventricular (rv) lead and the competitor's device exhibited low out-of-range (oor) pacing lead impedance of less than 100 ohms, low r-waves and noise being oversensed. Further, there were several non-sustained episodes shows possible loss of capture. The patient was brought for further lead testing and isometrics. No further additional information is available at this time. The rv lead was surgically abandoned and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.